Event description:
It was reported that within one day of implant, interrogation found high defibrillation impedance greater than 200 ohms. Upon revision, it was noted that the right ventricular (rv) lead defibrillation pin was not securely placed in the device header, that the rv pace/sense portion showed declined r-waves, and that the left ventricular (lv) lead had dislodged. The rv lead was repositioned and remains in use along with the device. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood/body fluid on all conductors (not obstructed); full lead returned and analyzed.